Manufacturer narrative:
Additional information: section h imdrf annex c codes. Correction: section d unique device identifier (UDI). Part return: the reported condition of aux 2 drawer 1.2 pockets not detected on bus was confirmed by fse and subsequently confirmed during dchu investigation process. According to work order # (B)(4) the fse reported that replaced module controller, drawer controller, retractor band and solenoid due to solenoid failure. The fse configured drawer and verified functionality in diagnostics. The report was closed. During dchu visual inspection: p/n 353578-01: was received with visible discoloration caused by excessive heat to the coil cover indicative of thermal damage. During dchu testing: p/n 151622-01: no dchu testing is required due to the visible thermal damage observed during visual inspection. Additionally, not all the part related to this complaint were received for a more detailed analysis. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause was of the reported issue aux 2 drw 1.2 pockets not detected on bus was identified as a thermally damaged solenoid resulting from an overcurrent condition. This damage compromised the drawer functionality. Additionally, not all the part related to this complaint were received for a more detailed analysis.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 1.3 pockets were not detected on bus. As per part investigation, it was determined that there was thermal damage observed on the solenoid. The customer reported thermal damage and there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section e initial reporter phone. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the solenoid was failed. A field service engineer replaced module controller, drawer controller, retractor band and solenoid to resolve the issue. Fse then configured drawer and verified functionality in diagnostics. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 1.3 pockets were not detected on bus. The customer reported thermal damage and there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer 1.3 pockets were not detected on bus. The customer reported thermal damage and there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.